Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2009 and performed to specification up to the 6th march 2011. The device failed a self-test due to a low battery on the 13th march 2011 and the 18th september 2011. An increase in voltage suggests a further pad-pak was installed on the 26th september 2011, the device passed a self-test. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between 26th may 2015 and the last log entry on the 7th june 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.